Event description:
(Fluid ingress) volumetric pump (61159). Pump was in dhu. Plugged into the mains but not being used for infusion. Nurse attending pt reported hearing fizzing noise followed by a bang, a puff of smoke and a strong smell of burning. She raised fire alarm and evacuated the pt from the side room. Pump found to have blown fuse in plug. Pump powered up normally on battery. When mains fuse replaced and pump connected to the supply it tripped the rcd in the lab. Fire brigade wire called. No pt injury reported.

Manufacturer narrative:
Evaluation summary: warnings given against using device after any contamination by fluid. There is no doubt that fluid has entered the iec mains inlet plug and shorted across the terminals. This has caused the fuse in the mains lead to blow and the arcing across the terminals caused the burning damage to the iec plug. During testing at graseby the fluid ingress area had dried sufficiently such that the unit functioned without fault when tested.